Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose level. Customer¿s blood glucose level was 34 mg/dl at the time of incident and current blood glucose level was 121 mg/dl. The customer did not provide details on symptoms related to the low blood glucose level. However, customer was treated with food. Customer stated that drive support cap was normal. Customer was alleging insulin pump was over delivery. Customer also stated that during the last set change customer recalls insulin dripping or squirting from end of set before connecting at their site. Customer troubleshoot was performed for low blood glucose level. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the dat test at 0.08760 inches. No possible over/under delivery anomaly noted. No unexpected prime/fill anomaly noted during testing.